Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from the video connector case. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: flexibility adjustment ring has a scratch; air/water cylinder has discoloration; suction cylinder has discoloration; switch1 has a scratch; forceps channel port has a scratch; due to dirt on ligh guide lens, illumination is uneven; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; light guide bundle has breakage; light guide connector has a scratch; universal cord has a scratch; due to deformation of video connector case, water tightness is lost; and video connector case has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the colonovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, a dry whitish foreign material was found inside the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.